Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4).

Manufacturer narrative:
Correction: the suspect medical device is serial number (B)(4), implanted on (B)(6) 2009. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted due to breakdown of skin flap tissue.the device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery.